Event description:
While performing an ercp, physician viewed fluoro image and noted a change in the distal end of the guidewire. When retracted, approximately 4 cm of the teflon sheathing was missing (remained in patient). Upon initial review, the distal end of the cannula was noted to have a rough "notch". It is possible, but not proven the notch existed from the factory and the teflon sheathing was seperated by it.